Event description:
A malfunction alarm, identified with the code malf 0, was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the customer in resetting the pump, advising the customer to call back if the malfunction code reappears. The customer was able to continue using the pump without further issues.